Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the wirsung during a dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst at 8 atm. The same issue occurred with the second hurricane rx dilatation balloon. Reportedly, the physician a placed a stent to complete the procedure. There were no patient complications reported as a result of this event.